Manufacturer narrative:
Date of initial report: october 17, 2007. To date, the incident sample has not been received for evaluation. If the incident device is returned or if additional information pertinent to the reported event is obtained a supplemental report will issued.

Event description:
The report stated that during a hysterectomy, the ligasure impact was used on multiple occasions, functioning correctly. When the surgery was coming to its end the surgeon made a seal and cut with the ligasure impact, but the blade remained locked because the trigger jammed and it was not possible to open the instrument. The surgeon had to cut around the device in order to liberate it from the uterus. This delayed the operation for only a few minutes. There was no injury for the patient.